Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose levels at the time of incident was 435 mg/dl. Customer also stated that insulin pump had insulin flow blocked alarms. Customer had tried all the recommended troubleshooting. The insulin pump will be returned for analysis.